Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones, which was reported as 'buzzing'. Additional information was received that this device is at elective replacement indicator. An allegation of premature battery depletion has been made. No adverse patient symptoms were reported.